Manufacturer narrative:
The original MDR 3500a for this event was submitted in error. The return for this part was sent to incorrect location and was irrecoverable. (B)(6) 2021.

Event description:
Per complaint (B)(4), patient experienced lack of primary stability.